Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted a guidewire protruding through the insulation 267 mm from the terminal pin. Additionally, it was visually observed that the medical adhesive (ma) was separated from the proximal end of the distal spring electrode. Associated with this was a stretching of the distal spring electrode. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. The guidewire was removed from the lead and resistance testing verified the lead was electrically continuous. Analysis did not identify any lead characteristics that would have contributed to the observed high pace impedance measurements.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an high out-of-range pace impedance measurement. Boston scientific technical services (ts) was consulted and recommended to obtain impedance measurements while the patient performed isometrics. This rv lead was explanted. No additional adverse patient effects were reported.